Manufacturer narrative:
Additional information has been provided in section d.4, d.9, h.3, h.6 and h.10. The company representative sent a replacement lamp to the customer to resolve the issue. The company representative did not indicate replicating the reported event. The illuminator lamp was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned part was installed into a system and tested. The part passed and was within the acceptable range of lumens output. The reported event was not replicated. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturer for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that lamp has failed prematurely in the system. Replaced the another lamp and completed the surgery. There was no harm to the patient. Procedure details was not provided. Additional information has been requested.